Event description:
I had a novasure endometrial ablation in 2008. I was having heavier than normal menstrual bleeding. My gynecologist suggested this procedure. I did have pre-testing of an abdominal u/s and a d&c with hysteroscope prior to the procedure. I had a tubal ligation in 2000. I was told that this procedure had a 80% success rate, very safe procedure with a rare chance of post complications. Most women, post ablation, will stop bleeding altogether or may have light spotting. After recovery from the procedure, I did continue to have light spotting during my cycle, which was usually brown in appearance. In (B)(6) 2010, I developed debilitating abdominal pain on my right side which included low back pain and front thigh pain. In (B)(6) 2010, same abdominal pain radiating to my back and thigh. In (B)(6) 2010, I went to the ER and they suspected appendicitis or a ruptured ovarian cyst. They conducted a blood panel - which showed an elevated wbc - and then performed an abdominal CT scan which was negative for appendicitis. They really had no idea what was wrong with me. I did mention to them that prior surgeries were a tubal ligation in 2000 and an endometrial ablation in 2008. I also mentioned that I was three days into my cycle, but didn't think this pain was related, because it was not typical cramping that I've had in the past. Far worse! I was glad to know that I did not have appendicitis, but knew something was wrong due to the pain I was experiencing. In (B)(6) 2010, it occurred to me that this pain was cyclic and I should contact my gynecologist. I spoke with the nurse and described my symptoms and concerns. She said it could be post ablation syndrome. This is the first time I ever heard of this! (B)(6) 2010, my appointment. The physician who performed the ablation and tubal, examined me. He suggested further testing. Abdominal/transvag u/s and a cbc. This testing revealed an elevated wbc and the u/s showed fluid in my uterus and bilateral follicular ovarian cysts. I was scheduled to return for a follow-up appointment to discuss the findings on (B)(6) 2010. I couldn't wait due to the debilitating pain, so I had my appointment moved up to (B)(6) 2010. At my appointment, the physician suspected through the diagnostic testing and symptoms, to be caused by post ablation tubal sterilization syndrome, and referred me for hysterectomy a.s.a.p. His office called to schedule my appointment with a surgeon. My consult was scheduled for (B)(6) 2010, pain continued. I went to (B)(6) hospital e.r. I explained the pain I was having and that it most likely was caused by post ablation syndrome, which the e.r dr had never heard of. He said he was an e.r dr not a gynecologist. I told him I was worried that my tube was infected and may rupture. He said he would perform a pelvic exam and give me a prescription for an outpatient abdominal u/s. I started crying and said I wanted to have the testing done in the e.r. I was in pain and something was wrong! The hospital performed a pelvic exam, transvag u/s and bloodwork. These u/s revealed fluid in my uterus and in my right fallopian tube. The surgeon that I was scheduled to see on (B)(6) was contacted and saw me in the e.r. He said he would get my appointment moved up. I now have the surgeon consult on (B)(6). I will have more info on my recent diagnostic testing at this date. He suspects post ablation tubal sterilization syndrome and said that hysterectomy is the preferred treatment. He said although he does not suspect infection, to take it easy and watch for fever until I can have a hysterectomy. Since this time, I started searching the internet for post ablation complications. I have learned that many, many, women are reporting complications through online forums. Dates go back to 2004. Sites such as hysteresisters, (B)(6), gynogab to name a few. I understand that in order for a medical device to be approved by the FDA, there are guidelines that dr's are to follow to have successful results and avoid complications. Of course, I would not know if the device is at fault, but I do believe this procedure is resulting in numerous complications - failures - due to using it on patients not approved by the FDA preliminary guidelines. I have read in a report where sometimes the device does not completely ablate the upper cornua of the uterus -usually on the upper right side - and this allows endometrial tissue to regenerate. The regenerated tissue causes bleeding to be trapped in the uterus, due to scarring caused by the ablation. In prior tubal ligations, the bleeding retrogrades into the fallopian tube and causes severe pain and tubal distention. I think the reporting of a post ablation complications are low. I think if more women were aware of these findings, and had more info through the dr, instead of on an internet forum, it would not be taking so long for a diagnosis, if/when complication arise. And possibly, so many women would not be suffering the adverse effects of this procedure. Having been one of the "rare" cases, - which statistically, is not true- I do think more awareness and info needs to be forthcoming. I don't know if the FDA is the proper forum, but do think an investigation needs to be conducted. The current statistics are not current. I don't know why that is?